Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6. The following sections were corrected: h4, h8. The cmp was confirmed. Visual examination of the returned reference sizer identified signs of use with surface marring/scratches on the bottom of the guide. Confirmed that the guide does not turn when the dial is turned. The dial moves independently of guide position. Several attempts were made to disassemble the dial but all were unsuccessful during the evaluation. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified an additional similar complaint for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4) g2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the scrub nurse was setting the a/p sizer to the correct position for surgery and realized that it was not in working order. The dial was not rotating the sizer due to internal mechanisms not functioning.